Event description:
Hospital reported to the consultant during a tfn nailing procedure the helical blade inserter broke. Another was selected and the procedure was completed. This report is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.